Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 16 synergy stent was advanced to treat the lesion. However, during stent entry, the shaft broke approximately 40 centimeters from the hub. The device was completely removed safely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 75cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 16 synergy stent was advanced to treat the lesion. However, during stent entry, the shaft broke approximately 40 centimeters from the hub. The device was completely removed safely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.